Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunctions documented in b5, the additional evaluation findings are as follows: the s-cylinder (suction cylinder) has discoloration, swfpcu (switch flexible printed circuit unit cover) has discoloration due to water leakage, sc-unit (scope connector) has corrosion due to water leakage, outside shield unit has corrosion due to water leakage, sc-case unit (scope connector) has corrosion due to water leakage, shield cover is dirty due to water leakage, plug unit is dirty due to water leakage, c-cover (plastic distal end cover) had a chip so insulation resistance value at distal end does not meet the standard value, due to wear of angle wire, bending angle in down direction does not meet the standard value, ig (image guide) protector is shaved, c-cover (plastic distal end cover) has a chip, adhesive around objective lens has a chip, lg (light guide) lens has a chip, adhesive on a-rubber (distal sheath) has a crack, connecting tube has a scratch, universal cord has coating peeling and corrosion due to water leakage, and due to wear of angle wire the play of up/down knob was out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the colonovideoscope had loose and poor angles. The event is unknown. There were no reports of patient harm. The device was returned and during the device evaluation the following reportable malfunctions were found. A whitish foreign material was found inside the j-tube (jet tube). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
B5: additional information has been obtained and provided. H10: per the information obtained, it is uncertain whether there was deviation from the instructions for use on reprocessing steps for the auxiliary water channel. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the auxiliary water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - detection methods are written in IFU: cf-h185l/I operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained revealed the event occurred during an unspecified procedure which involved the tip not responding to knob commands.